Manufacturer narrative:
Device received with detached end cap. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and o ring from reservoir came off. Customer's blood glucose level was 296 and 328 mg/dl. Customer also reported that the insulin pump had insulin flow block alarm. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.